Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that customer had a difference in the blood glucose and sensor glucose readings. Customer also experienced low blood glucose. Stated that he does not feel the issue was the insulin pump, but the transmitter. Customer experienced low blood glucose and passed out. Advised the customer the transmitter will be replaced. The blood glucose reading was 37 mg/dl. Nothing further reported.